Event description:
On 11/16/1998, the international distributor informed the manufacturer via a faxed report that states the following: the catheter and device were implanted in the superior vena cava and in the front chest respectively for "ihv" on 01/09/1997. The morphine had been given once a week as the maintenance for the terminal care and the device/catheter had worked well. The patient showed tachycardia condition on drip injecting of 10/17/1998, and the tachycardia soon disappeared naturally. When the patient went to the hospital on 10/24/1998, just to make sure, an x-ray showed breakage of the catheter and its entering into the atrium. The broken catheter was retrieved from the groin by the cardiac catheter technique and the same type of replacement was implanted. The revision was successful and the patient has no sequela, but he/she suffered the load from anesthesia and the groin cutting with the revision. The doctor has considered that the cause might be a fatigue of the catheter because it had been implanted for about two (2) years. No further details were provided.